Manufacturer narrative:
Date of event: as the exact date of the follow-up examination is unknown, (B)(6) 2021 will serve as the date of event for this report. (B)(4).. It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, endoleak.¿ additionally, per IFU, key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. Although the patient reportedly had a severely angulated infrarenal aortic neck (degree of angulation not reported), the procedure was completed without any reported issues. On an unknown date in (B)(6) 2021, a follow-up examination reportedly showed a type ia endoleak, and an additional procedure was indicated. On (B)(6) 2021, a reintervention procedure was performed whereby an additional gore® excluder® aortic extender component was implanted in the proximal aortic neck. The endoleak reportedly remained, therefore, another aortic extender was added. The type ia endoleak was resolved and the patient tolerated the procedure. The reporting physician commented that if a pull-through technique had been used during the initial procedure, the trunk-ipsilateral leg component could have fit the angulated infrarenal neck better and could possibly have prevented the type ia endoleak.